Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to baseline) has been confirmed. Upon investigation the monitor was unable to detect the electrode belt ECG electrodes. The failure was isolated to an open r781 driven ground resistor on the monitor c/a board. The root cause for the open resistor could not be positively identified. No adverse event resulted from the open resistor. The patient received a replacement monitor.

Event description:
A zoll patient service representative (psr) called zoll customer support to report that she was unable to baseline a (B)(6) female patient. The patient was fitted with a replacement monitor.